Event description:
It was reported that a patient implanted with an impella cp experienced a purge system blocked alarm. No kink or blockage of the purge system could be seen. The purge cassette was replaced but the alarm did not resolve. The patient was weaned from the pump.

Manufacturer narrative:
A4 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.